Event description:
It was reported that the guidewire position was lost during the procedure. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified obtuse marginal branch. A 1.50mm rotapro was selected for use. The device was delivered using dynaglide mode. Rotation was stopped, and the rotawire came out of the device in the guide catheter. There were no patient complications.

Manufacturer narrative:
Initial reporter address 1: (B)(6). The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit with the rotawire inside the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection revealed no damage or irregularities to the rotapro device. The rotawire and guide catheter used in the procedure were not returned for analysis, so a test rotawire and 6f guide catheter were used. During functional testing, the rotawire was able to be inserted into the device with no resistance or issues. The burr catheter was then advanced through the 6f guide catheter and removed without the test rotawire coming loose or exiting the burr catheter. Functional testing was then performed by connecting the rotapro advancer to the rotapro console with the test wire within the device. The advancer reached and maintained optimal rpm with the test wire inside the device. No abnormal movements or loosening of the test wire were found during rotation.

Event description:
It was reported that the guidewire position was lost during the procedure. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified obtuse marginal branch. A 1.50mm rotapro was selected for use. The device was delivered using dynaglide mode. Rotation was stopped, and the rotawire came out of the device in the guide catheter. There were no patient complications. The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit with the rotawire inside the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection revealed no damage or irregularities to the rotapro device. The rotawire and guide catheter used in the procedure were not returned for analysis, so a test rotawire and 6f guide catheter were used. During functional testing, the rotawire was able to be inserted into the device with no resistance or issues. The burr catheter was then advanced through the 6f guide catheter and removed without the test rotawire coming loose or exiting the burr catheter. Functional testing was then performed by connecting the rotapro advancer to the rotapro console with the test wire within the device. The advancer reached and maintained optimal rpm with the test wire inside the device. No abnormal movements or loosening of the test wire were found during rotation.

Manufacturer narrative:
Initial reporter address 1: (B)(6). The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection revealed no damage or irregularities to the rotapro device. The rotawire and guide catheter used in the procedure were not returned for analysis, so a test rotawire and 6f guide catheter were used. During functional testing, the rotawire was able to be inserted into the device with no resistance or issues. The burr catheter was then advanced through the 6f guide catheter and removed without the test rotawire coming loose or exiting the burr catheter. Functional testing was then performed by connecting the rotapro advancer to the rotapro console with the test wire within the device. The advancer reached and maintained optimal rpm with the test wire inside the device. No abnormal movements or loosening of the test wire were found during rotation.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the guidewire position was lost during the procedure. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified obtuse marginal branch. A 1.50mm rotapro was selected for use. The device was delivered using dynaglide mode. Rotation was stopped, and the rotawire came out of the device in the guide catheter. There were no patient complications.